Event description:
A healthcare professional reported injecting a patient in the lips with juvéderm volbella® xc. Patient experienced hives one day later with one hive in the eye and another on the arm. The next day, the patient¿s throat was swelling and covered in hives. The patient is being treated in ICU for anaphylactic shock. The hcp treated the patient with steroids, benadryl, and methylprednisolone. The symptoms are ongoing as the hives keep coming back. On the same day it was reported that the patient was treated with botox. Status is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.